Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
Patient was revised due to loosening of tibia and femur component on an unknown interface. The event did not happen in surgery. Doi- unknown, dor- (B)(6) 2023, affected side- unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H10 additional narrative: additional event information: 09/20/2023 called sales rep to clarify the event description. The patient was revised to address loosening of the tibial tray and femoral component. The surgeon did not provide an interface. The entire knee was revised, including depuy patella, depuy cement x2, depuy tibial tray, insert and femoral component. There was no allegation of deficiency against the patella or the insert. Part/lot number of cement was unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.